Manufacturer narrative:
Upon further review, this report was inadvertently created. This is a duplicate report of report 1282497-2016-00514.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a salem sump tube. The customer reports they are finding the silicone salem sumps are blocking frequently when they instill meds so they have to take them out and put in new ones as they will not unblock. Having to replace salem sump ng tubes is invasive for their patients, who are already in distress, since it is an ICU. They had one patient who was in so much pain and they had to replace his salem sump more than once. Another tube was used as a result.